Manufacturer narrative:
Additional e1 (phone number): (B)(6). B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in mitral position by right femoral vein. A post-procedure single leaflet device attachment (slda) happened after unknown period of time. The patient had degenerative mitral regurgitation with extensive mitral annular calcification extending onto the mitral leaflets and sub-valvular apparatus. The posterior leaflet was notably short due to due to extension of posterior mitral annular calcification. Mitral regurgitation (mr) was severe before the procedure and was reduced to mild afterward. At the time the slda happened, the grade of mr increased to severe. No actions or reintervention were taken. As per medical opinion the root cause of the event was most likely attributable to the short posterior leaflet in the setting of mitral annular calcification extending into the leaflet base. This anatomic condition reduced the effective grasping surface of the posterior leaflet, thereby increasing the risk of slda.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patients anatomy likely contributed to the event. As per information received, the patient had extensive calcification of the mitral leaflets and sub-valvular apparatus. This pre-existing condition resulted in a shortened posterior mitral leaflet, reducing the available leaflet surface for optimal grasping, increasing the risk of slda. Since no edwards defect was identified, corrective or preventative actions are not required.